Event description:
Approximately 6 weeks after cataract surgery with implantation of the crystalens intraocular lens (iol) in both eyes, the patient's visual acuity decreased ou. Upon examination, the physician determined that the change in refraction was attributed to capsular contraction syndrome. Yag capsulotomies were performed ou on two separate occasions and the patient's vision improved.